Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: when the medical staff used a closed vein indwelling needle to inject contrast medium into the patient, the indwelling needle ruptured, resulting in the outflow of contrast medium, wasting the indwelling needle, especially the contrast medium, and resulting in slight discomfort of the patient. The closed indwelling needle was replaced and re-injected to complete the angiography operation.

Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1230637. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima units; bd will continue to track and trend for this issue.